Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the device was fired with two white cartridges and worked fine. The device was reloaded with two blue cartridge and the device fired malformed staples and fully cut. The device was reloaded with another blue cartridge and the same thing occurred. A different device was used to complete the procedure. There was no adverse consequence to the pt. The device and reloads were discarded.

Manufacturer narrative:
Date sent: 08/13/2008. Info is unavailable; device was not returned for eval.